Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the ventricular channel that was classified as vf. The pace/sense portion of the was capped. A new pace/sense lead was implanted.

Manufacturer narrative:
Na